Manufacturer narrative:
This report is a response to uf report # 0733000000-2020-8028 which was received by amt from the FDA on 08/31/2020. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. We have reached out to the customer in attempts to retrieve the device for examination and additional information regarding the report. The return process is in progress with device expected to be received in the near future. Since the device was not returned yet, a visual and functional evaluation could not be performed and device failure cannot be confirmed at this time. A device history review was run on the provided lot number with no anomalies found. Based on the provided information, the reported problem is not believed to have been caused by a manufacturing defect. Complaint # 20200958 was assigned to this report.

Event description:
Per original report #: 0733000000-2020-8028, "describe the event or problem: gastrointestinal tube "fell out" balloon was not intact appeared to have ruptured. What was the original intended procedure? : g-tube for feeding medication adaministration."